Manufacturer narrative:
The referenced no external power alarms were reported on medwatch MFR report #2916596-2018-05295. Approximate age of device ¿41 days. It is unknown if or when the lvad was explanted from the patient after expiration. Though requested, the product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018. The cause of death was not provided. Additional information was requested. But not provided. The manufacturer's technical service representative reviewed the submitted log file that contained data from (B)(6) 2018. During the analysis of the log, the initial setup of the system controller was observed on (B)(6) 2018 and a couple of no external power events were noted on (B)(6) 2018, which may have been caused by a double power cable disconnect. During the no external power event, the pump was powered by the internal controller battery.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the patient¿s expiration could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. Heartmate ii lvas, serial number (B)(4), was not returned to abbott for evaluation. The heart mate ii instruction for use (IFU) contains information regarding pump speed, power, flow, and pulsatility index. The heartmate ii lvas IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.